Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. Evaluation experienced a no audio condition on all volume/tone settings. The cause was found to be a failed speaker. The rear case which contains the speaker was replaced.

Event description:
It was reported that a spectrum pump had no audio. Any patient involvement, injury or medical intervention is unknown.